Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found the vacuum chamber, vc26 (5diff/retic waste chamber) was not draining and found the vent line port clogged. The fse removed the clog in the vent port allowing vc26 to drain properly. (B)(4).

Event description:
The customer stated their lh750 instrument was leaking about 40 milliliters of cleaner from the right side. It was not contained within the instrument. No erroneous patient results were generated in connection with the reported event. In addition, there was no biohazard exposure to mucous membranes or open wounds.